Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the prior office only filled 40 ml pump with 20 ml volume. The settings were incorrect. The patient contacted ais, who provided medications to previous provider and ais confirmed only 20 ml volume was ordered and sent. The hcp reported there was no way of knowing volume was insufficient. Telemetry report was provided to them, obtained on initial consult and pump taken over on (B)(6) 2022 contained false information on volume. The cause of the patient's increasing pain was determined to be from the pump being empty. The telemetry report was incorrect because the prior physician did not correct volume and reported that the 40 ml was refilled when only 20 ml was refilled. The volume of medication provided from previous managing physician was 100% the issue as well as new settings when the pump was filled was entered incorrectly. The pump was refilled on (B)(6) 2022 by current healthcare provider's office with 40 ml volume and settings were done correctly.

Manufacturer narrative:
H6. Imf code f15 is not applicable to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2023-01-20, which indicated that the programmer was being used incorrectly. The pump went empty due to the patient. The clinic saw the patient and refilled the pump every 2 months and the pump was adjusted to this scheduled. In regards to the cause of the pump being filled with 20ml instead of 40ml, the pump was adjusted to 20ml. The patient was notified of this change on "2021-12-06." The patient's pump ran empty due to the patient's excessive cancellations, rescheduling and not showing up to pump refill appointments.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown morphine drug and bupivacaine via an implantable pump for spinal pain. It was reported that the patient had increasing of pain over "like 2 years". They changed doctors and it was discovered the pump was "empty" and inquired what the last doctor ordered for medication. They were redirected to their healthcare provider (hcp) for medication information. They mentioned they have supplemented with "pot things" that the hcp knows about. They mentioned now that the pump is filled things have been better.